Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet tubing snagged on a door, the device fell from a pocket, and the screen fractured, after which the device was difficult to use; the affected component was the touchscreen and the problem was a fracture. Symptoms included no clinical signs, symptoms, or conditions and no injury. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.